Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 700 mg/dl. For treatment, the patient was given a intravenous (IV) drop and a manual injection of insulin the patient woke up feeling lethargic and was having frequent urination. The patient was discharged after 2 days.